Event description:
It was reported that the pump touch screen was cracked and unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. As a resolution, technical support arranged for the pump to be replaced, and the customer planned to use an alternate method, known as manual daily injections (mdi), to manage insulin delivery in the meantime.